Manufacturer narrative:
Investigation completed on a smiths medical breathing/portex general anesthesia premium plus masks leakage of air form the cushion of the mask was confirmed. During testing it was confirmed a tear on the cushion of each mask. Only photos were supplied. Product was pressed by great external force during transportation and the mask was hit and that caused the crack, the investigation report indicates that it was a single case.testing/inspection no product was returned. It was not confirmed the failure mode reported. If the product is returned smiths medical will reopen this complaint for further investigation. Other analysis no other analysis was performed. Mitigation: according to (B)(4) risk management plan summary for blue line ultra / blue line ultra suction aid tracheostomy. Occurrence: occlusion on inflation line with potential cause of compressed air for blow thru not working. Missing of inflation line with potential cause of procedure not followed. Cuff leakage with potential cause of insufficient thf pvc cement. Cuff leakage with potential cause of wrong handling. Improper assembly with potential cause of method not followed. Detection: mp trachy blu-tj100 100% visual inspection and 100% inflation tests after 12 hrs of resting, cuff has inflated and ensures no deflation has occurred. Mp trachy blus-tj110 reinflation tests after 6hrs of resting and 100%visual inspection according to av-0285 and av-0105. 100% pressure decay leak test mp trachy blu-tj115. Per qp trachy blu-tj visual inspection with product inflated aql 0.25/gi. Per qp trachy blu-tj pressure decay leak test aql 0.25/gi . Root cause: customer reported: 2/3 ((B)(6)) 3 complaints reported by distributor to have occurred in the pneumology department of "another hospital in the interior of the country. The balloon doesn't make a good seal and applying more pressure has caused fistulas in the patient. No root cause could be determined since the complaint was not confirmed due no pictures or samples were received to perform a throughout investigation, however current process mitigations for the failure mode reported were referred. Action taken: no corrective action is required since the complaint was not confirmed.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) balloon doesn't make good seal and applying more pressure has cause fistulas in the patient.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).no problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. No problem was found. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective action is required since the complaint was not confirmed.